Event description:
It was reported the patient is receiving a "bad program off" error message from her patient programmer in addition to an authorization indicator. Troubleshooting was attempted to no avail. Follow-up identified the patient's system is at stim off and the issue remains. Further investigation identified the issue did not resolve with a replacement programmer and the patient's scs ipg is inoperable. The patient is deciding whether or not to undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.